Manufacturer narrative:
Device return status: one used mc33131 was returned for analysis. MFR's investigation: visual inspection and analysis (pre and post decontamination) confirmed the sets tubing was damaged/cut approx 1" below the bonded luer. This condition/component damage would result in leakage. Based on the as-rec'd condition of the mc33131 device set the reported product issue was confirmed. Engineering analysis of the sets tubing damage recorded this type of cut/slice was caused with a sharp instrument, surgical tool. The mc33131 device set was primed/pretested and successfully used in high pressure infusion treatments where sometime after the procedure leakage occurred and the tubing damage was detected. It can be concluded that the mc33131 was not manufactured with damaged/slit tubing and the tubing damage occurred as a result of incorrect handling/usage. Lot build record review: a review of the mfg lot database for the reported lot 2679809 (mfg date 05/2013) shows (B)(4) units were manufactured, tested, inspected and released. There were no exception documents generated during the lot build. Findings: visual inspection of the "as-rec'd" mc33131 confirmed the set's tubing was damaged/cut. This condition/compartment damage would result in leakage. The engineering analysis of the tubing damage determined this was a result of incorrect handling/usage.

Event description:
Maude report rec'd concerning component damages/leakage with one mc33131 7" microclave clear pressure infusion ext. Set. The report states: "new IV started on pt. Began leaking after completion. After investigating further, found a hold in IV extension tubing." There were no reported adverse pt consequences. The device set was primed/pretested with no issues noted at the time and functioned as intended during the infusion therapy.